Event description:
The customer was hospitalized for high blood glucose and dka. It was reported that the cannula was bent. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. After receiving a clamp, the high pressure test was performed and passed. Advised customer of two high bg rule.